Event description:
It was reported that the ebe device was explanted. The reason given for explant was aneurysm growth without identifiable endoleak. After opening the aneurysm sac, without clamping the proximal aorta, no endoleak was found and the device was working well. There were no complications to retrieve the device. The device was returned to the manufacturer for examination in august 2004.